Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy, cystoscopy, colpopexy, repair bladder defect, repair bladder and vagina, anterior and posterior repair, sacrospinous ligament fixation, bil, paravaginal repair, and transobturator taping due to vaginal vault prolapse, cystocele, and rectocele. It was reported that the patient experienced pain and bleeding. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2011 due to vaginal and vulva abscesses and mesh erosion. No additional information was provided. (B)(4).